Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system for this device indicated a potential issue with the device. The patient was referred to their clinic for follow up. There were no adverse patient effects reported.